Manufacturer narrative:
The investigation into the reported pump did not start issue was completed. The device was returned for evaluation. Based on the available information, the root cause of the impella defective alarm was most likely use-related due to the cable not being plugged in fully. Reconnection resolved the issue. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 56-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a pump did not start issue. When the device connected to automated impella controller (aic), the ¿defective impella catheter¿ alarm sounded during set up, prior to insertion. Reconnecting the pump resolved the issue. There was no reported harm to the patient.